Event description:
It was reported that, during a total knee replacement procedure, the blade broke at the mount. It was also reported that, one piece was left behind in the pt and that there was no pt harm. It was further reported that, another blade was readily available to successfully complete the procedure.

Manufacturer narrative:
The blade subject to this MDR was returned for evaluation. It was visually confirmed that, both tabs were broken at the mount of the blade. The root cause is multi-factorial. The handpiece associated with this MDR is as follows: part no. 6208000000, lot no. 0630702363.